Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient date of birth was not provided. The device lot number is not available / not reported. The expiration date of the device is not known. The phone and email address of the initial reporter are not available / reported. The device manufacture date is not known as the device lot number is not available / not reported. [Conclusion]: the event was reported through the (B)(6) study, the (B)(6)-year-old female with a history of hypercoagulable state, hyperlipidemia, hypertension, and smoking (active), presented with a left middle cerebral artery (mca) occlusion on (B)(6) 2019. The patient was recently diagnosed with stage ivb lung cancer and received her first round of chemotherapy on (B)(6) 2019. Intravenous tissue plasminogen activator (tpa) was administered at the time of patient presentation. Computed tomography (CT) angiogram and perfusion demonstrated a left mca clot. The suspected origin of embolism was ¿undetermined.¿ the patient underwent an endovascular mechanical thrombectomy procedure. A penumbra jet¿ 7 aspiration catheter (penumbra) was navigated over a marksman¿ microcatheter (medtronic) and a 12-14 microwire into the left mca. The 5mm x 33 mm embotrap ii revascularization device (et009533 / lot# unk) was deployed across the occlusive thrombus and after several minutes of dwell time under aspiration, the first pass was performed. No clot was retrieved, but follow-up angiography demonstrated reperfusion of the inferior division of the left mca with a persistent occlusion of the superior division of the left mca and a non-targeted embolization of the anterior cerebral artery (aca). At this point, the marksman microcatheter was navigated over the microwire into the left aca. A second pass was performed with the embotrap device, but no thrombus was noted on the device upon removal. Follow-up angiography showed partial improvement and recanalization of this vessel. A third pass was then performed with the marksman and embotrap into the superior division of the left mca; however, no thrombus was retrieved. There was no significant improvement in flow after the third pass. A total of 2.5mg of nicardipine was infused intra-arterially for severe vasospasm that was appreciable. An sl-10® microcatheter (stryker) was then navigated over a 12-14 microwire into the left aca and a total of 2mg of tpa was infused into the artery. All catheters were removed, and the patient was transferred to the post-anesthesia care unit (pacu) post-operatively. Final mtici score was 2a. Magnetic resonance imaging (MRI) of the brain performed on (B)(6) 2019 revealed subacute left mca distribution infarction with some post-procedure areas of subacute subarachnoid hemorrhage (sah) and punctate areas of nonconfluent petechial hemorrhage along the left insular region most consistent with a hi1 classification of hemorrhage following stroke. Neurological checks were conducted per protocol. No medical and/or surgical intervention was performed, and her hospital stay was not prolonged as a result of the event. Lovenox was held due to the trace sah. On (B)(6) 2019, the patient¿s nihss score was 11. Additional information received on 26 september 2019 indicated that the patient suffered from a mild episode of epistaxis on (B)(6) 2019, the nosebleed did not require intervention and resolved on the same day. The study investigator deemed the event not serious and was not related to the device but probably related to the procedure. The patient was discharged to a rehabilitation center on (B)(6) 2019. Based on complaint information, the device was not available to be returned for analysis. The device lot number was not available. The device history record (DHR) review could not be performed without the lot number. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. Vascular spasm, distal embolization, and hemorrhage are known potential complications associated with endovascular mechanical thrombectomy for acute ischemic stroke cases and are listed in the embotrap instructions for use (IFU) as such. The embotrap ii revascularization device is intended to restore blood flow in the neurovasculature by removing thrombus in patients experiencing ischemic stroke within 8 hours of symptom onset. Patients who are ineligible for intravenous tissue plasminogen activator (IV t-pa) or who fail IV t-pa therapy are candidates for treatment. Vessel spasm is a brief temporary tightening of the muscles in the vessel wall and is a well-known potential complication with any invasive procedures during which devices are introduced into vessels. This can narrow and briefly decrease or even prevent blood flow distal to the spasm and may occur when positioning/advancing the devices through the vessel/arteries. The root cause of the vasospasm cannot be conclusively determined; however, vessel characteristics, patient, and procedural factors, may have contributed to the event. The root cause of the distal embolization cannot be conclusively determined; however, procedural factors and/or clot burden may have contributed to the event. The IFU outlines proper retrieval of the device with captured clot. The root cause of the hemorrhage cannot be conclusively determined; however, according to the referenced literature, hemorrhagic transformation (ht), which refers to a spectrum of ischemia-related brain hemorrhage, is a complex and multifactorial phenomenon. Because of the loss of normal autoregulation in the vessels supplying the infarcted tissues with the inability to retain blood inside of the arteries, the risk of hemorrhage will occur with return of normal blood flow. The use of thrombolytics also puts the patient at a higher risk for experience a hemorrhagic stroke. The risk of ht limits the applicability of tissue plasminogen activator (tpa). The incidence of spontaneous hemorrhagic transformation ranges from 38% to 71% in autopsy studies and from 13% to 43% in CT studies. More attention should be paid to patients with acute cerebral infarction, particularly massive infarction, cortical infarction, atrial fibrillation and cerebral embolism, hyperglycemia, low total cholesterol (tc) and low-density lipoprotein cholesterol (ldlc) levels, low platelet count, poor collateral vessels, thrombolytic treatment, increased globulin, early CT signs, hyperdense middle cerebral artery signs (hmcas) and other predictors. In this case, the patient received IV tpa at the time of presentation and during the procedure due to the distal thromboembolism and this likely increased the risk of developing a hemorrhage. Review of the available information suggests that patient, pharmacological, and procedural factors, including the severity of the patient¿s baseline stroke, comorbidities, and administration of tpa, may have contributed to the event with no report of a device malfunction. Treatment failure is a known potential outcome associated with endovascular mechanical thrombectomy. The root cause of the inability to achieve an mtici score of =2b with the embotrap device in three passes cannot be conclusively determined; however, the severity of the underlying occlusion/stroke and clot burden/characteristics may have been a contributing factor. Epistaxis is not a known potential complication associated with the embotrap device; however, bleeding, whether mild, moderate, or severe, is a known potential risk of tpa. Since the severe arterial spasm occurred right after use of the embotrap device so the relationship of the device to the reported event cannot be excluded, and intervention was required to reverse the spasm. The distal embolization was not present prior to the procedure and necessitated intra-arterial tpa and additional thrombectomy to preclude further injury. Additional information received indicated that the hemorrhage was not considered serious because it was not life-threatening, did not require intervention, and did not prolong the patient¿s hospital stay. Treatment failure is a known potential outcome associated with endovascular mechanical thrombectomy. The cause ot the inability to achieve an mtici score of =2b after three passes with the embotrap device cannot be conclusively determined. It is possible that patient, pharmacological, and procedural factors, including the severity of the patient¿s baseline stroke, comorbidities, and administration of tpa, may have been contributing factors with no report of a device malfunction. The lot number of the device is not known, therefore review of the device history record was not performed. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective/preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The event was reported through the (B)(6) study, the (B)(6)-year-old female with a history of hypercoagulable state, hyperlipidemia, hypertension, and smoking (active), presented with a left middle cerebral artery (mca) occlusion on (B)(6) 2019. The patient was recently diagnosed with stage ivb lung cancer and received her first round of chemotherapy on (B)(6) 2019. Intravenous tissue plasminogen activator (tpa) was administered at the time of patient presentation. Computed tomography (CT) angiogram and perfusion demonstrated a left mca clot. The suspected origin of embolism was ¿undetermined.¿ the patient underwent an endovascular mechanical thrombectomy procedure. A penumbra jet¿ 7 aspiration catheter (penumbra) was navigated over a marksman¿ microcatheter (medtronic) and a 12-14 microwire into the left mca. The 5mm x 33 mm embotrap ii revascularization device (et009533 / lot# unk) was deployed across the occlusive thrombus and after several minutes of dwell time under aspiration, the first pass was performed. No clot was retrieved, but follow-up angiography demonstrated reperfusion of the inferior division of the left mca with a persistent occlusion of the superior division of the left mca and a non-targeted embolization of the anterior cerebral artery (aca). At this point, the marksman microcatheter was navigated over the microwire into the left aca. A second pass was performed with the embotrap device, but no thrombus was noted on the device upon removal. Follow-up angiography showed partial improvement and recanalization of this vessel. A third pass was then performed with the marksman and embotrap into the superior division of the left mca; however, no thrombus was retrieved. There was no significant improvement in flow after the third pass. A total of 2.5mg of nicardipine was infused intra-arterially for severe vasospasm that was appreciable. An sl-10® microcatheter (stryker) was then navigated over a 12-14 microwire into the left aca and a total of 2mg of tpa was infused into the artery. All catheters were removed, and the patient was transferred to the post-anesthesia care unit (pacu) post-operatively. Final mtici score was 2a. Magnetic resonance imaging (MRI) of the brain performed on (B)(6) 2019 revealed subacute left mca distribution infarction with some post-procedure areas of subacute subarachnoid hemorrhage (sah) and punctate areas of nonconfluent petechial hemorrhage along the left insular region most consistent with a hi1 classification of hemorrhage following stroke. Neurological checks were conducted per protocol. No medical and/or surgical intervention was performed, and her hospital stay was not prolonged as a result of the event. Lovenox was held due to the trace sah. On (B)(6) 2019, the patient¿s nihss score was 11. Additional information received on 26 september 2019 indicated that the patient suffered from a mild episode of epistaxis on (B)(6) 2019, the nosebleed did not require intervention and resolved on the same day. The study investigator deemed the event not serious and was not related to the device but probably related to the procedure. The patient was discharged to a rehabilitation center on (B)(6) 2019.